Manufacturer narrative:
The technician found the casters were worn. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed from 2010-2015. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located in emergency department at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).